Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing system was removed due to possible infection one month post implant. It was noted the infection stated less than one week post implant. The patient was prescribed antibiotics. No further patient complications have been reported as a result of this event.